Event description:
It was reported that the stent unloaded from the balloon. The target lesion was located in the left subclavian artery. An 8.0x40x135 cm express ld vascular stent balloon expandable was selected for treatment; however, upon introduction, the stent was found to be unloaded from the balloon and unable to release. The procedure was completed with a different device. No complications were reported, and the condition following procedure was stable.

Manufacturer narrative:
Device evaluation by manufacturer: the express ld device was returned for analysis. The balloon was received tightly folded which indicates, it had not been subjected to positive pressure. The stent was crimped in the correct position on the balloon. A visual and tactile examination identified no issues with the shaft and tip of the device. This concludes the product analysis.

Event description:
It was reported that the stent unloaded from the balloon. The target lesion was located in the left subclavian artery. An 8.0x40x135 cm express ld vascular stent balloon expandable was selected for treatment; however, upon introduction, the stent was found to be unloaded from the balloon and unable to release. The procedure was completed with a different device. No complications were reported, and the condition following procedure was stable.